Manufacturer narrative:
The plant evaluation was performed and determined that a dent on the tip was noticed during evaluation but dents do not cause patient burns as radiofrequency energy still distributes uniformly across tip membrane. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The errors that occurred during treatment are most likely user related. The user will want to verify proper treatment technique, position and orientation. According to thermage cpt system technical user¿s manual (p009240-05 rev. B), burns and redness are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the tip found no issues related to this event. Tip testing could did not confirm physician statement about cryogen flow to tip as tip passed flow and leak testing during evaluation. Based on the evaluation of the data, the handpiece and the system performed as expected. The errors that occurred during treatment are most likely user related. Based on the available information, burns and redness are known possible adverse patient reactions to thermage treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Manufacturer narrative:
The product was returned and evaluated. The tip was first used at (4:32:2 am on 02/10/21) and was used for (450) treatments. The tip passed the flow test and the leak test. The tip also failed the visual inspection as tip was dented. No scratches, blemishes or dielectric breakdown was observed. The tip passed the thermistor test. No functional testing was performed due to e234 (zero reps remaining). The data card evaluation is as follows: quantity - error ID - description - percent of reps (B)(4). Based on the evaluation of the data, the hp and system performed as expected. The user will want to verify proper treatment technique, position and orientation. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. The reported problem was not replicated in the evaluation. The plant evaluation is underway.

Event description:
A user facility reported blisters and redness by one side of face (eye area).the patient was treated with the eye tip 0.25. There were no issues with the left eye; however, the right eye is completely scabbed and burned. The patient was treated with a biafine and silvadine mixture and noted that the patient is improving. It is uncertain as to what the patient's outcome will reveal. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The incident occurred at 225 reps per eye with the highest energy level used at 25. There were no system errors occurring and the user did not notice anything out of the ordinary during treatment. Solta medical croygen and coupling fluid was used during this treatment. The user believes they used the appropriate amount of coupling fluid. The treatment tip surface was inspected prior to use and nothing was noted. The treatment tip was also re-inspected during the treatment a number of times. This was the first time the treatment tip was used. The physician believes there was no cryogen being delivered to the tip.